Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer biomed reported that a beside alarm did not register in the information center. The device was in use and no report of patient harm was received.